Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monomax suture. The client reported that the thread breaks at the knot. This has happened with three to four threads. The first monomax tore during the intaoperative knotting of the suture (3 pieces), after which a new package (different lot number) was opened and it did not tear again. The operation time was not much longer and the patient's health status was not compromised. Patient: male, 180 cm tall, 84 kg, born in 1960. Procedure: laparotomy for small bowel obstruction.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-bvatch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 16 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 6.34 kgf in average and 4.63 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). As stated in the instructions for use of the product, when working with monomax® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Batch manufacturing record: reviewed the batch manufacturing record, there are no incidences related to this issue and it was released fulfilling usp/ep and b. Braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were 7.01 kgf in average and 6.44 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 5.18 kgf in average and 2.59 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements regarding knot pull tensile strength. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.